Manufacturer narrative:
Additional information was requested, and a quote for service was provided. However, the quote was rejected by the customer. No further information was provided on this event. Based on the information available, we were unable to replicate the reported problem. The reported problem was not confirmed but could not be ruled out due to a lack of information. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information and did not accept the provided service quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an avalon toco+ transducer indicating that the breakdown that the toco presents never goes above 120 bpm, you try with another toco and there is a difference in the measurements. It is unknown if this issue was with the fetal heart rate or maternal heart rate. It was unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.